Event description:
On (B)(6) 2025, a patient (pt) called to report "discomfort like sand sensation" upon insertion of acuvue® oasys® brand contact lenses (cls) on both eyes starting on (B)(6) 2025. The pt experienced irritation and discomfort after inserting lenses from sealed blister packages and continued to use the cls. The symptoms persisted for 3 days upon removal of the cls. The pt visited an eye care professional (ecp) on (B)(6) 2025 and was diagnosed with "ulcerative keratitis and little tear production" on both eyes. The ecp prescribed haybak eye drops every 2 hours, for 15 days and "another eye drop, like a gel" to use when sleeping for 15 days (name not provided). The ecp recommended the pt suspend cl wear for 15 days. The pt's eyes "are okay now," and the pt is using ¿older prescription glasses¿ and ¿is not seeing well.¿ a follow-up appointment is scheduled for (B)(6) 2025. The pt requested to receive additional questions via email. No additional information was provided. Emails sent to pt to request additional complaint details, medical reports, and ecp contact information on 12jun2025 and 13jun2025. On 12jun2025, notification was received from an online service provider containing additional information provided by the pt. The pt "bought two boxes of acuvue oasys astigmatism contact lenses, one of them came with a bad lens. The rest of the lenses are fine. I can't work, the lens is foggy, it looks like it came without a prescription or with the prescription spot on the lens crooked or smaller than normal, it doesn't fit my eye, I can't see anything properly with it." Images of the blister packages and box were attached. On (B)(6) 2025, an email was received from the pt. The pt has purchased and used "acuvue aosys johnsom contact lenses for over 15 years" with no issues. The most recent "entire box came damaged, and I even got ulcerative keratitis." A purchase receipt and image of the suspect product were attached. On 13jun2025, additional information was via email from the pt. Upon removal of the cls, the pt noticed nothing unusual in the appearance of the lenses. The pt has been wearing the brand for over 10 years, uses opti free or renu to clean the lenses and replaces lenses monthly. The pt advised "I did a shirmer tear test and it showed low tear production. I did a test with orange dye and it showed ocular keratitis in some areas of the cornea." Attached to the email were an ophthalmological prescription, a receipt for the purchase of medication, a declaration of medical attendance, a photo of the medications, and a receipt for purchase of cls. On 16jun2025, an email was received from the pt. The pt will request documentation of release to wear cls from the ecp and will return the suspect product for evaluation. Attempts to contact the ecp for verification of the pt¿s diagnosis and treatment were made on 13jun2025, 17jun2025, 19jun2025, and 26jun2025 with no success. Attempts were made to contact the pt on 24jun2025 and 26jun2025 after the follow-up appointment with no success. No additional medical information has been received. This ou "ulcerative keratitis" event is being reported worst-case as the pt¿s diagnosis and treatment have not been verified with the treating ecp. This report is for the pt¿s left eye (os) event. A separate report will be submitted for the pt¿s right eye (od) event. A comprehensive review of the manufacturing records for lot number b015rpn was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect os lot number is unknown. The suspect os cls were requested for return and evaluation; however, have not yet been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
Correction: the original MDR 1057985-2025-0000062 filed on 27jun2025, mistakenly stated that "the suspect os lot number is unknown" despite the lot number and a summary of the manufacturing records review provided. The suspect product is confirmed as lot number b015rpn. Additional information: on 27jun2025, the patient (pt) provided additional information via email. The pt had a follow-up visit with an eye care professional (ecp) on (B)(6) 2025, and was prescribed hyabak continuous, 1 drop hourly, restasis continuous 1 drop 3 times a day, epithelize to apply at night, and tearcaps 2 oral capsules per day for keratitis. The pt was not released to cl wear. An ecp note dated 23jun2025 advised that the "patient was seen on (B)(6) 2025 due to ocular irritation with use of contact lenses. During the exam presented with punctate keratitis ou (in both eyes). Initiated treatment with partial improvement, however severe dry eye syndrome needed treatment prior to return to cl lenses." Based on the pt's diagnosis of ou punctate keratitis, (not ulcerative keratitis) per the medical note received on (B)(6) 2025, the event is not considered to be a reportable, serious adverse event. If any further relevant information is received, a supplemental report will be filed, as appropriate.